Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device is issuing an alarm: "treatment disabled." Available details indicate that cleaning the electrode plate and tray did not resolve the issue. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. The final disposition of the device remains unknown as there was no response to confirm the requested details. No further evaluation is warranted at this time. Based on the information available, there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6)

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an alarm that therapy was disabled. There swa no reported patient involvement.